Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted concurrently with robotic hysterectomy with left salpingo-oophrectomy. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and meshes were implanted on (B)(6) 2011 due to stage iii cystocele, sui, rectocele and uterine descent. It was reported that following insertion the patient experienced pain, infection, urinary problems. It was reported that patient underwent excision of 5 cm eroded mesh on (B)(6) 2011. It was reported that the patient underwent a cystourethroscopy on (B)(6) 2013 due to lower urinary tract symptoms. It was reported that patient underwent excision of vaginal mesh on (B)(6) 2013. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.